Event description:
It was reported to boston scientific corporation that a endovive standard peg kit pull method was used during a peg placement procedure performed on (B) (6) 2009. According to the complainant, post procedure, on (B) (6) 2010 the patient was hospitalized due to pain and fever. Patient was sent home with zinacef which was started at the hospital and continued for one week at home. A CT scan was preformed of the abdominal area and showed no abnormalities. The patient was given panacode and litalgin for pain if needed. On (B) (6) 2010 the patient had a gastroscopy which revealed that the internal bolster had infiltrated to the gastric wall. The procedure was completed with a new endovive standard peg kit pull method. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Customer report was confirmed. Rec'd (1) femii012at cannula in sealed package. Multiple indentations were identified along entire wire reinforced section of cannula body. (B) (4). Pediatric product have been redesigned with stronger wire reinforcement and packaging improved with the introduction of a protective sheath. This should reduce damage in transit but will not prevent damage from excessive force or pinching.

Event description:
Cannula shows signs of damage-crushed area; found before use (in the condition of packaging); update---1/15/2010 there was no damage to the packaging and the customer did not open the tyvek package.